Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt. This is one of two products involved with this adverse event, which is associated with mfg report #9616099-2009-01624.

Event description:
This study patient underwent carotid artery stent implantation and approximately seven months post procedure, the patient suffered an ischemic stroke. The target lesion was right common to internal carotid artery described as non-calcified, non-tortuous and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. Two precise stents were implanted without report of difficulties. Post-dilation was performed with an unknown balloon. Report was received that states 216 days post index procedure, the patient developed mild paralysis of the left side. MRI confirmed this to be an ischemic stroke of the ipsilateral side and radicut was administered. The patient's symptoms completely resolved about 20 days after the event. According to the physician, there was no causal relation between the stent and the stroke.